Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 600-700 mg/dl requiring treatment from the health care provider associated with a potential inaccurate delivery. The reporter indicated that the doctor gave an injection of insulin to treat for the elevated blood glucose levels. No additional information was available. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate delivery.